Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil¿s pusher assembly. The pusher assembly was kinked in multiple locations. The introducer sheath was ovalized in multiple locations. The embolization coil was intact with the pusher assembly and had offset coil winds. Conclusions: evaluation of the returned devices revealed the both introducer sheaths were ovalized in multiple locations. This damage may have occurred due to forceful handling of the ruby coil during preparation for use, and likely contributed to the resistance experienced during the procedure. Further evaluation revealed the second ruby coil¿s pusher assembly was fractured, both ruby coils¿ pusher assemblies were kinked, and the first ruby coil¿s embolization coil had offset coil winds. These damages likely occurred due to forceful advancement of the ruby coils against resistance. If the pusher assembly becomes fractured, it may allow the pull wire to withdraw out of the distal detachment tip (ddt), which would allow the embolization coil to detach. The lantern mentioned in the complaint was not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00793.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician successfully deployed and detached two ruby coils into the target vessel using a lantern delivery microcatheter (lantern). The physician then had difficulty advancing the third (lot #f70631) and fourth (lot #f73603) ruby coil into the lantern. Therefore, both ruby coils were withdrawn and placed in a bowl of saline to rinse off. Neither of the ruby coils were able to be fully resheathed in the bowl without being met with resistance in their introducer sheaths. While the devices were on the back table, the third ruby coil was able to be resheathed but not completely, and the fourth ruby coil became kinked and unintentionally detached while the physician was attempting to resheath it. Therefore, both ruby coils were set aside and the procedure was successfully completed using eight additional ruby coils and the same lantern. There was no report of an adverse effect to the patient.